Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during installation of a pleural drain, the guide wire got stuck in a drain and the wire became separated when attempting to remove it. The drain and guide wire was completely removed and another drain was inserted. There were no reported adverse effects to the patient as a result of the product problem.